Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted but no additional information was obtained. The ins was explanted, but not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins is inconclusive because of insufficient event information. Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had system removed because it "wasn't helping." The caller reports never having therapeutic effect. Caller states pt had device removed on (B)(6) 2013 because it had not been helping with pain.